Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device had a cut in the cord that resulted in bare copper wires being exposed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion: the device has been scrapped by the manufacturer.